Event description:
It was reported, the surgical scope exhibited some fibers coming off the inside of it. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was inspected, and the reported malfunction was confirmed. The biopsy channel was kinked, with curled fibrous foreign material coming out of the inner wall of the channel. Based on the investigation results, it is likely that material was scraping debris generated by passing the cleaning brush and/or forceps through the kinked biopsy channel. However, a definitive root cause could not be determined. The instructions for use states the inspection methods associated with the event in IFU (operation manual).3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.